Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the big blue housing and confirmed the cause of the leak was due to a longitudinal crack on the big blue filter housing. The technician placed a pressure gauge on the facility's incoming water supply line and observed a pressure between 100-110 psi. The preferred range of water pressure per the system 1e installation guide is 50-60 psi. The technician discussed the high incoming water pressure with the user facility and advised the customer to install a pressure regulator prior to the big blue filter housing. The technician replaced the big blue filter housing and identified the uv power supply and heater assembly additionally required replacement due to water damage sustained during the leak. The technician made the necessary repairs, performed a test diagnostic and processing cycle, confirmed the unit was operating to specification, and returned the unit to service. No further issues have been reported. The big blue filter is not a steris product; we do not manufacture this product. This is not a product marketed or placed into interstate commerce by steris. The big blue filters are necessary based on the user's incoming water quality and are the responsibility of the user's to maintain.

Event description:
The user facility reported their big blue housing was leaking a large amount of water onto the floor. No injuries or procedural delays/cancelations were reported.